Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had fm on stoppers. No serious injury or medical intervention reported.

Manufacturer narrative:
A DHR review was conducted, and no issues were identified. Based on the investigation, the root cause/potential root cause for the excess lubricant on the stopper wells was determined to be that the lubricant was not completely dispersed during the stopper lubrication process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer sst ii advance plus blood collection tubes had fm on stoppers. No serious injury or medical intervention reported.